Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and any release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event. Joerns sending the report to the manufacturer.

Event description:
Total lift transfer x 2 staff, lift tilted resulting in injury to resident. After re-enactment of the event where two caregivers were transferring a resident, we concluded the tilt may have occurred as a result of one caregiver adjusting the sling while the lift was in movement. Examination of the lift, by in-house staff, found it to be functioning without issue. The lift and sling have been returned to in-service by the facility. The patient sustained a broken left hip and required surgery. (B)(4) was entered into our system.